Event description:
It was reported that during a routine device change this right ventricular (rv) lead exhibited crosstalk. Prior to the device change the rv lead had stable measurements. The physician elected to take the lead out of the header and reinsert it to confirm the lead was all the way through. The amplitude of the crosstalk became smaller until it disappeared after the lead was reinserted into the header. Troubleshooting with programming was also performed and the threshold was stable on both leads and the ventricular impedance was 388 ohms with notating the impedance was 400 ohms prior to the device change. There were no out-of-range measurements reported. Technical services (ts) was requested to review the case, and no additional information has been received at this time. The newly implanted device and lead remain in service. No adverse patient effects were reported.